Manufacturer narrative:
Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. Patient product ID: 3487a, lot# l76202, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s stimulator system was removed. It was noted that the patient only had a pump implanted. It was noted that the stimulator did not work for the patient. It was noted that the patient¿s stimulator was removed 2003 or 2004.